Event description:
It was reported that during heart surgery requiring heart / lung bypass, the surgeon experienced difficulty inserting the subject arterial cannula. The surgeon subsequently detected the presence of a tear in the posterior wall of the aorta. The surgeon performed an aortic graft in which he replaced the torn section of the aorta. The surgical procedure was subsequently completed without further problems. The pt was reported to have recovered more slowly than is typical for bypass surgical pts, however her recovery was otherwise normal and she was reportedly discharged from the hosp doing well.